Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was not working. Analysis noted that the device logs recorded a thermal sensor ambient temperature issue, the micro processor unit (mpu) required replacement. Analysis also noted that the hard drive health was less than one hundred percent. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during manufacturer's analysis.